Event description:
At about 10 years and 7 months after primary, the patient came in reporting pain due to a loose and unstable cup and the cause is unknown. The surgeon revised successfully the medacta cup and liner with competitor components and revised the medacta head with a medacta head.

Manufacturer narrative:
Batch review performed on 02-feb-2023: lot 114584: (B)(4) manufactured and released on 28-mar-2012. Expiration date: 2017-feb-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.